Manufacturer narrative:
The device has not been explanted. If it should be explanted. It is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with his device. His parents did not report about an accident at home, but they do not exclude an accident could have occurred in school.